Manufacturer narrative:
It was reported that there was no energy transfer to the controller when the battery was connected. The leds of the controller would remain dark while the lights on the battery indicate that it is fully charged. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. During testing, the battery successfully communicated with a controller; the led display for the battery capacity on the test controller matched the gas gauge on the battery. In addition, the battery was able to adequately provide power to the controller. As a result, the reported event could not be confirmed. A possible root cause of the reported event can be attributed to an inadequate connection between the battery and controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was no energy transfer to the controller when the battery was connected. It was noted that when the battery was connected to the controller, the lights on the controller would stay dark while the lights on the battery indicate that it is fully charged. It was further noted that other batteries would work with the controller without a problem. The battery was exchanged. No patient complications have been reported as a result of this event.